Event description:
It was reported that the patient programmer display showed ¿call your doctor¿ icon and there was a power on reset (por) condition. It was also noted that the patient had an eye surgery four days prior to the report. There were no patient symptoms or complications reported regarding this event. No outcome was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).